Event description:
It was reported that the pt underwent generator replacement surgery due to end of service and there were no issues during the surgery. During surgery, the pt was programmed to previous vns settings. A few hours after surgery, the pt was in the picu and was experiencing bradycardia (49 bpm). The pt's device was disabled and the bradycardia was not resolving. Attempts for further info have been unsuccessful to date.